Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began sometime early in (B)(6) 2017, alleging that the patient obtained an inaccurate blood glucose result of ¿270 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes using insulin (self-adjuster), and denied making that the patient made any changes to his normal diabetes management. The reporter alleges that about the same time the meter issue began the patient developed symptoms of ¿dizziness and shaking¿. There is no evidence that the patient required or received any treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that may have happened after the alleged product issue began.